Event description:
It was reported that this implantable cardioverter defibrillator (ICD) induced ventricular tachycardia (vt) by inappropriately providing brady pacing when not required. Technical services (ts) noted some premature ventricular contractions (pvc) were seen before vt episodes where brady pacing wasn't applied. Ts provided programming optimization options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) induced ventricular tachycardia (vt) by inappropriately providing brady pacing when not required. Technical services (ts) noted some premature ventricular contractions (pvc) were seen before vt episodes where brady pacing wasn't applied. Ts provided programming optimization options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) induced ventricular tachycardia (vt) by inappropriately providing brady pacing when not required. Technical services (ts) noted some premature ventricular contractions (pvc) were seen before vt episodes where brady pacing wasn't applied. Ts provided programming optimization options. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received. This ICD was explanted due to a heart transplant. No adverse patient effects were reported.